Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed on 06/21/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during a arthroscopic rotator cuff repair surgery performed with the healix advance br, after inserting the anchor, the sutures detached from the anchor when the surgeon was manipulating the sutures. Three sutures had been attached to the anchor. The surgery was completed by inserting a smaller anchor near the first anchor. The first anchor was left in the patient body. The anchor is absorbable. The surgery was delayed by less than 30 minutes. No further information is available.